Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: a review of the pump black box showed unexplained pump reboots. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was no evidence of moisture behind the display lens. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 24 hours with no power interruptions occurring; an unrelated cs 088 call service alarm was emitted during testing. Further testing was unable to be performed due to the call service alarm. A leak test revealed an audio bolus button leak. The pump¿s cover was removed and moisture was observed to the power printed circuit board and other internal components. The complaint of a power issue was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.